Event description:
It was reported that a pt complained of a reaction to an implant approx six months post-op. The pt has been tested by a dermatologist and found to test positive for dermatitis (+3) for mercury, titanium and aluminum. To date, the screws have not been explanted. F/u with the surgical facility provided info that the original date of surgery was (B)(6) 2007, for an acl reconstruction. Confirmation of the device part/lot numbers was provided. Information regarding pt health history was requested, but not provided. No further pt info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The devices were requested for eval, but not returned because it was reported that, to date, they had not been explanted, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record reviews revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is an adverse reaction of the pt to the material(s) implanted. Product directions for use (dfu-0002) for this titanium alloy implant warn of a possible foreign-body sensitivity to the implant materials. Pt sensitivity should always be considered/ruled out prior to the procedure. This is the first complaint of this type for these part/lot number combinations. This info is being communicated to the event reporter. If add'l relevant info is obtained from the investigation, a f/u report will be submitted.